Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The customer requested a repair, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the motor cable had a short circuit. It was also found that the device shuts the pump off during operation and failed the hipot test. The motor cable was replaced and the device was cleaned, tested and found to be fully functional. The short circuit in the cable would have caused the device to not function as intended by the customer and to fail the hipot test. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via service request that the micro tornado hp w handcontrol is repair needed. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.